Manufacturer narrative:
Additional information was received which states that after the patient was bridged from the impella cp to the impella 5.5, the patient still remains on support.

Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the placement signal issue cannot be established due to a lack of sufficient clinical information, data logs or product returned.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that an impella cp displayed ¿placement signal low¿ alarms while providing support to a patient. Echocardiography was performed and confirmed that the impella cp was appropriately positioned. It was additionally reported that the aortic placement signal did not correlate with the arterial line pressures, with a discrepancy greater than 20 mmhg. No signs or symptoms of patient injury were reported, there was no reported harm associated with the event. The patient was later bridged to an impella 5.5 for continued support and was unrelated to the reported complication.